Event description:
Additional information received reported that the cause of the event was a shocking sensation and a possible secondary position of stimulation or leads. The leads were replaced (B)(6) 2012 and the implantable neurostimulator (ins) was repositioned to the anterior upper abdomen. The patient was hospitalized due the event. The patient reportedly recovered without sequela and did well.

Event description:
It was reported that a patient's leads were explanted. The reporter stated that the patient complained of shocking. No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the leads were explanted because of loss of efficacy and high impedance readings (over 800 ohms). No further information was available. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).